Event description:
It was reported that a malfunction occurred on the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support helped the caller reset the pump, and the malfunction code did not recur afterward. The customer could continue using the pump and was advised to contact technical support if the issue reappeared.